Event description:
A signal loss was reported with the abbott diabetes care (adc) device and customer was unable to obtain readings and receive glucose alarms. As a result, customer was not alerted of changes in glucose level and was unable to self-treat, requiring unspecified treatment by a healthcare professional. No further treatment was indicated. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A signal loss was reported with the abbott diabetes care (adc) device and customer was unable to obtain readings and receive glucose alarms. As a result, customer was not alerted of changes in glucose level and was unable to self-treat, requiring unspecified treatment by a healthcare professional. No further treatment was indicated. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection was done on returned reader and no issues were observed. Attempted communication between returned reader and known good sensor. Sensor successfully communicated with the returned reader. Scan timeout error message was not observed. Therefore, this issue is not confirmed. At this time sensor has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the partial product is returned, a physical investigation will be performed and a follow up report will be submitted. All pertinent information available to abbott diabetes care has been submitted.